Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open sigmoidectomy, after firing the stapler, the anvil was tilted and hooked up on the colon. It was very difficult to retract the stapler from the colon and it appears to got stuck in the colon. The stapler was removed with force out off the colon. After retraction, there were no colon rings from the anastomosis in the instrument. Most likely they stayed in the patient. The surgeon couldn't find them with the retractor and he checked if the anastomosis was clear for passage. The patient was alive with no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A shallow knife impression was observed along the cutline impression in the cutting ring/mylar cover. A review of the device history record indicates the product was released meeting all manufacturer¿s quality release specifications at the time of manufacture. Replication of the reported condition may occur if the instrument handle compression is not completed or if the instrument is applied against an excessive amount of tissue during the clinical application. Also, the instructions for use of this product states: when firing the stapler, make sure to fully squeeze the instrument handle until the metal underside of the handle contacts the stapler body to the fullest extent. Partial or incomplete handle squeezes may result in unacceptable staple formation and/or incomplete knife cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.